Manufacturer narrative:
Product event summary : initially the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed on (B)(6) 2016, the battery voltage was 2.87 volts; elective replacement indicator (eri) was approaching. The device was later returned and analyzed with no anomalies found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device had early battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.